Manufacturer narrative:
(B)(4). Batch # m90w4a. The device was received with the electrode and ceramic detached not returned. In addition, the jaw was detached not returned. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator, however due to the damage to the electrode an alert screen could be displayed during the procedure. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the damage on the electrode of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code ¿tighten assembly.¿ another like device was used to complete the procedure. There were no adverse consequences for the patient reported.